Event description:
It was reported that the superior vena cava (svc) impedance of the right ventricular (rv) lead was unstable and a warning triggered for high svc impedance. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).